Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the right ventricular (rv) lead was visually noted as dislodged via x-ray imaging, causing increased capture threshold and decreased r-wave amplitude value. The physician attempted to reposition the lead; however, during the revision procedure, the helix of the rv lead was unable to be extended. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.